Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier got bent during a surgery. Therefore, it was replaced with a new unit. There was no reported injury.

Event description:
It was reported that the jaws of the applier got bent during a surgery. Therefore, it was replaced with a new unit. There was no reported injury.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50 pc. Lot in july of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that the jaws are loose and misaligned and bent to one side and the jaw pivot pin is pulled thru one side of the bent/damaged outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is bent /damaged at the jaw engagement end and it bosses are both damaged where they engage the jaws. (Pie's attached) we suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the jaws to be loose and misaligned and bent to one side and the jaw pivot pin to be pulled thru one side of the bent/damaged outer tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further ac tions will be taken in response to this complaint and this record will be deemed closed.